Event description:
Morphine sulfate drip ordered to run at 2-4 mg/hr. Morphine sulfate drip mixed 1mg/ml. I-med pump set to run at 2 ml/hr. The first 100 ml bag of morphine sulfate was hung at 0200. At 0230 bag was empty. Fluid on floor. Assumed bag had spiked hole. Another bag ordered & restarted at 0400. IV pump was still set at 90 cc. At 0500 bag was empty, with the volume remaining on the pump at 88 cc.